Manufacturer narrative:
The part was not returned for evaluation as it remains in the patient. The imaging provided shows a single screw shank that has fractured at the neck as the s2ai level on the left side of the image. Original surgery was t10-s2ai. No revision is planned at this time. The cause of the reported issue could not be determined.

Event description:
It was reported by a representative from (B)(6) that a creo mis screw has broken at the neck part of the screw shank.